Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was 4.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting. It was noted that the power error detected recurred within a week of troubleshooting the previous occurrence. Customer will return device for analysis.